Event description:
During a gi procedure, the physician used a wilson-cook quicksilver bipolar coagulation probe. The device was advanced through the accessory channel of the endoscope, prior to performing a pre-test. Cautery was applied and it was noticed that the tip had detached from the device. The tip of the probe was removed from the pt. An injury to the pt was not reported.